Manufacturer narrative:
Additional information: b2, b5.

Event description:
Additional information received indicated the patient expired on (B)(6) 2021, 4 months post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a ventricular tachycardia ablation procedure, cardiac tamponade occurred. The procedure was completed without any complication. Two hours post procedure, the patient experienced a hemodynamic instability related to a cardiac tamponade treated initially with pericardiocentesis and subsequently with drainage and surgical correction of the breaches at the left ventricle apex with stitches in sternotomy procedure. The patient is still hospitalized in intensive care unit, an intra-aortic balloon pump (iabp) has been implanted to support the patient hemodynamically.